Event description:
The customer called and said the suspect blood glucose device displays 037 for the test strip code from strip lot 546637. The correct code is 637. A screen check was performed and all lcd segments were displayed. Another rom key from a different strip lot was tried and the correct code was displayed. The device was replaced and requested to be returned for evaluation.